Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that normal battery depletion most probably occurred.

Event description:
Reportedly, the longevity of the pacemaker was considered too short by the physician, who decided to explant the device. Preliminary analysis revealed that normal battery depletion most probably occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the longevity of the pacemaker was considered too short by the physician, who decided to explant the device.